Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the patient's atrial lead had become dislodged and there was a decrease in p wave amplitude. The physician attempted to reposition the lead, but the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.